Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis event was unknown. The patient was hospitalized for the suspected peritonitis event. Treatment and outcome were not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.